Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff noted that the pump had stopped pumping, an audible alarm was heard but no message indication on the screen. The screen lost all signals. As a result, a power reset resolved the issue, but the pump was exchanged for a second pump. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex for investigation. The reported complaint of iabp stopped pumping and red x's over helium and battery icons is confirmed based on photos provided in the complaint. The root cause of this complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time. Other remarks: for complaint related to the same patient/event see MDR #3010532612-2019-00277 and tc #1900070990.

Manufacturer narrative:
(B)(4). For complaint related to the same patient/event see MDR #3010532612-2019-00277 and (B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff noted that the pump had stopped pumping, an audible alarm was heard but no message indication on the screen. The screen lost all signals. As a result, a power reset resolved the issue, but the pump was exchanged for a second pump. There was no report of patient complication or serious injury and death.